Manufacturer narrative:
No information has been provided to date. Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a "force sensor bridge test error" occurred; replaced pcb plunger assay and syringe pump force sensor. Then it wasn't calibrating and got a check syringe flange sensor error. Replaced flange sensor. Still not calibrating, the force error is input out of range - less than the minimum value. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the tamper seal missing. The top case and battery were non-OEM (original equipment manufactured). The bottom case was cracked. There was evidence of the error recorded in the event history log. The reported problem was verified. Contamination was found on the back of the main board, which was noted as the cause of the reported problem. For corrective action, the main board was replaced. Other items replaced were the damaged top and bottom case, clutch half's left and right with leadscrew and spring for check clutch during testing, original equipment manufactured battery installed, cracked right plunger case, along with all the other plastic parts of the plunger head. The root cause of the reported problem was traced to the customer due to improper handling. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.